Event description:
Philips received a complaint on the v60 ventilator indicating that there was misalignment in the touchscreen touch position. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The authorized service provider (asp) confirmed the issue at the repair center. Even after calibrating the touchscreen, there was no improvement of the device issue. The asp replaced the touchscreen to resolve the touch misalignment issue. The asp successfully completed a comprehensive inspection, cleaning, running test, and function test. No other malfunction was found.

Manufacturer narrative:
The replaced touchscreen was returned to the philips product investigation lab (pil) for evaluation by a pil technician (tech). The pil tech verified that the touchscreen passed all flex cable resistance verification testing. The pil tech also verified that the touchscreen passed all resistance ratio testing. As the returned part passed all testing, the pil tech found that the touchscreen was functional and working as intended. The result of the investigation is that no problem was found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.